Event description:
A malfunction alarm, identified by malfunction code 0, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump and assisted the customer in performing the reset.